Event description:
It was reported that while performing the prostate dissection during a robotic laparoscopic radical prostatectomy procedure, the hugo tower system got a non-recoverable error. Tried to restart the surgeon console, however, it did not work. Later, the robotic arms were undocked and pulled away from the surgical field. Then restarted the whole system to resolve the issue. It took more than thirty minutes to resolve the issue.

Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported tower 240v. One image was received for evaluation. The image depicted multiple different alert messages. The messages stated, "arm 1: warning: arm error. Withdraw instrument, unplug and reconnect arm. If error reoccurs, remove arm from use; contact medtronic support.", "arm 2: warning: arm error. Withdraw instrument, unplug and reconnect arm. If error reoccurs, remove arm from use; contact medtronic support.", "arm 3: warning: arm error. Withdraw instrument, unplug and reconnect arm. If error reoccurs, remove arm from use; contact medtronic support." And "warning: system non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use.". Review of the field service notes indicated that an error code for 'main system computer validation - position control in locked state' and an error code for 'arm soft stop - non-recoverable inoperable error' were triggered on each arm cart assembly, which resulted in a system non-recoverable error. Fully system functionality was checked and no issues were observed. Evaluation of the associated device logs indicated that the tower experienced an instance of an error code for 'main system computer raw position control in locked state error'. This was triggered because the main system computer (msc) observer detected that the right trigger of the surgeon console was not clicked before instrument position control was activated, event though the controller detected it. The msc triggered the error, causing a soft stop error, triggering error code 'arm soft stop' on every arm cart assembly. Further evaluation of the reported tower 240v is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.